Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported right side "textured to smooth exchange due to fear of alcl", "capsular contracture grade 3". The device has been explanted. Treatment: capsulectomy, capsulorraphy.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles in the shell and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii

Event description:
Healthcare professional reported right side "textured to smooth exchange due to fear of alcl", "capsular contracture grade 3". The device has been explanted. Treatment: capsulectomy, capsulorrhaphy.